Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom system error 105 alarms through review of the event history log, but did not reproduce it. The eval found that the device had severed motor mount screws, which is a known contributor to the reported symptom. The failed motor assembly and motor mount screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt injury.